Manufacturer narrative:
The quality investigation is complete. Device not returned to manufacturer.

Event description:
It was reported via the customer that the bur broke in the attachment. It was also reported there were no delays and no adverse consequences as a result of this event.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned to manufacturer.

Event description:
It was reported via the customer that the bur broke in the attachment. It was also reported, there were no delays and no adverse consequences as a result of this event.